Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02749 and 1627487-2013-02750. It was reported the patient experiences a constant burning sensation at her ipg site. She stated the site is painful and hot to the touch, and the heating sensation radiates into her back. The patient also reported a shocking sensation and radiating pain with stimulation. Follow-up indicated the patient met with the sjm representative was reprogrammed for overstimulation. Diagnostic testing revealed normal impedances. The patient alleged her skin gets red after approximately 30 minutes of using the stimulation and subsides when stimulation is turned off. It was reported the physician may order an x-ray of the system, and he advised the patient to try the new programs.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.